Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. According to our field service engineer, after communicating with the customer, it turned out that the air gas module was the faulty part and will be repaired by a third party. No further information was provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).